Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with a nasopharyngeal sample. Pcr testing was performed with a saliva sample on (B)(6) 2025 and generated a negative result. The patient then tested negative with the ID now covid-19 assay on (B)(6) 2025. Confirmation pcr testing was performed on (B)(6) 2025 with a saliva sample and generated a negative result. The customer indicated that the customer's "hospitalization" was cancelled (B)(6) 2025 due to the false positive but was rescheduled to (B)(6) 2025. The customer was unwilling to provide clarification regarding the reason for the hospitalization. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
Correction: e4 - initial report sent to FDA: no. H6 - adverse event problem: health effect - clinical code - e2403. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m955529 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot: 000m955529, test base part number 192-430/ lot 000m955529. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m955529 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with a nasopharyngeal sample. Pcr testing was performed with a saliva sample on (B)(6) 2025 and generated a negative result. The patient then tested negative with the ID now covid-19 assay on (B)(6) 2025. Confirmation pcr testing was performed on (B)(6) 2025 with a saliva sample and generated a negative result. The customer indicated that the customer's "hospitalization" was cancelled (B)(6) 2025 due to the false positive but was rescheduled to (B)(6) 2025. The customer was unwilling to provide clarification regarding the reason for the hospitalization. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
Corrected data: d4 - primary UDI number updated from ni to (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with a nasopharyngeal sample. Pcr testing was performed with a saliva sample on (B)(6) 2025 and generated a negative result. The patient then tested negative with the ID now covid-19 assay on (B)(6) 2025. Confirmation pcr testing was performed on (B)(6) 2025 with a saliva sample and generated a negative result. The customer indicated that the customer's "hospitalization" was cancelled (B)(6) 2025 due to the false positive but was rescheduled to (B)(6) 2025. The customer was unwilling to provide clarification regarding the reason for the hospitalization. Although requested, no additional information including patient treatment and outcome was provided.